Event description:
It was reported the roi-c anchoring plate could not be inserted into the vertebra. After repeated attempts, the roi-c cage fractured. A new cage of the same size was used to complete the procedure. There are no patient adverse events reported. This is report two of two for this event.

Manufacturer narrative:
Corrections in d9. Additional information in d8 and h6: component codes and type of investigations. Inspection: the returned device was evaluated. Visual inspection reveals the plate is bent. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the roi-c anchoring plate could not be inserted into the vertebra. After repeated attempts, the roi-c cage fractured. A new cage of the same size was used to complete the procedure. There are no patient adverse events reported. This is report two of two for this event.

Manufacturer narrative:
The device was returned and was confirmed to match the part and lot number reported. Visual inspection found that one of the blades on the anchoring plate it bent. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported the roi-c anchoring plate could not be inserted into the vertebra. After repeated attempts, the roi-c cage fractured. A new cage of the same size was used to complete the procedure. The complaint is confirmed. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The failure is most likely to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported the roi-c anchoring plate could not be inserted into the vertebra. After repeated attempts, the roi-c cage fractured. A new cage of the same size was used to complete the procedure. There are no patient adverse events reported. This is report two of two for this event.